Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for a low blood glucose (bg) level of 41 (mg/dl) on (B)(6) 2016. Reportedly, customer's health care provider believed that the low bg level was caused by an unspecified infection and the antibiotic medications. Customer received an unspecified treatment and was released on (B)(6) 2016.

Manufacturer narrative:
Correction on the date in the final statement.

Event description:
Customer received an unspecified treatment and was released on (B)(6) 2016.